Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received multiple inappropriate shocks due to t-wave oversensing and changes in amplitude morphology measurements. Testing of the system was performed and only the primary sensing vector was acceptable. The s-ICD remains in service and there were no additional adverse patient effects reported.